Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 37 mg/dl; the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 76 mg/dl, and the meter bg reading was 37 mg/dl. The customer attempted to resolve their bg via glucagon injection (baqsimi spray). System check with technical support did not identify any additional issues with the pump or related supplies. Customer was treated with intravenous fluids of saline by a health care provider to address the bg. Customer was discharged from the ER the following day.